Event description:
It was reported that three weeks post implant, the bipolar atrial impedance was >2500 ohms. Bipolar capture and sensing thresholds were poor. The device was programmed to the unipolar configuration and function was normal.